Manufacturer narrative:
Investigation ¿ evaluation: a review of dimensional verification, complaint history, the device history record, documentation, instructions for use (IFU), specifications, and a visual inspection of the returned device was conducted. The opened cook single-use holmium laser fiber package (labeled rpn hlf-s200-hsma, lot 7552382) was received. The fiber was returned in a partially separated state. The white protective sleeve was fractured 19.5 cm from of separation and had a burnt black appearance. While handling the product during the evaluation, the white protective tubing completely separated into two segments. The distal segment measured 147cm from the distal tip to the point of separation; 6mm of fiber optic protruding from the blue cladding at the distal tip. The proximal piece measured 151.4 cm from point of separation to the end of the plug assembly indicating total length of returned fiber measured 298.4cm. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history found this to be the only reported complaint associated to the complaint lot number 7552382. The instructions for use (IFU) contains the following precautions: a number of different factors affect the life of any particular fiber, including: extended lasing power, continuous lasing with fiber tip in contact with tissue, lasing with a contaminated or damaged proximal end, improper handling, poor laser beam alignment or focus, never subject fiber optics to sharp bends in handling, use or storage , always keep connector end dry and free from contaminates, discard any fiber optic assembly that is cracked or broken, or that does not meet minimum transmission standards. Do not exceed power limits. Based on the provided information a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). PMA//510(k): k124030. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician was performing a left ureteroscopy with laser lithotripsy and stent placement procedure on a patient and it was observed that cook¿ingle-use holmium laser fiber snapped in half outside the patient's body while the laser was in use. The fiber did not come in contact with the patient. The physician completed the intended procedure by using another holmium laser fiber. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.